Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Detailed complaint description: a customer complaint was received at arcroyal stating that a brown spot was visible on the patty. Sent: wednesday, (B)(4), 2015 1:11 pm to: orders, (B)(4), subject: (B)(4), dear sir/madam, please see scar report in relation to a customer complaint received at arcroyal concerning a product purchased from depuy synthes by arcroyal. Kindly direct the scar to the relevant department and provide an acknowledgement within 3 working days. Arcroyal requests the completion of the root cause investigation and implementation of appropriate corrective and preventative actions within 20 days. A sample of the defective product is available and can be forwarded if required. Please provide an address to which it can be sent. Arcroyal does not manipulate the product in any way and so the defect would not have originated in our manufacturing process nor would it have been observed by our operators. Please let me know if you require any further information.

Manufacturer narrative:
Upon completion of the investigation it was noted that the product was returned for evaluation and the complaint was confirmed. Manufacturing documentation was reviewed for any variations in current process and no variations were found. Lot number was sent in with the sample (lot number 295695). A light brown 'spot' (approx. .125" in diameter) was on the top pattie in the pack, directly around/below the area of the green string. The spot was produced when the string and rayon were welded. The cottonoid is formed from a rayon material. During processing this rayon material is broken down into small, loose fibers. If the fibers do not break down enough, a small cluster of fibers can result. This in turn creates a thick spot in the pattie. When the string is ultrasonically welded on this spot it absorbs more energy than the rest of the pattie and results in a burn. We use an automated machine to produce this product code. The patties are inspected by a computer vision inspection system that inspects the patties for defects. The burn marks are difficult to detect due to the type of color filters used on the camera lens. This sample under question was tested under the cameras on our automated pattie machine and the marking was not able to be detected by the camera system. The marking was found to be too faint to be detected by the system. Since the marking is from burnt rayon material, it would not affect the patient during surgery. Today's camera technology does not have the capability of detecting the sample in question consistently. The inspection system was tested and it was evaluated that the machine was working properly. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.